Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the right atrial lead was placed too close to the sternum which created noise on the lead. The noise contributed to inappropriate therapies and circuit damage. The lead was removed.